Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: there was no non-conformance regarding this lot. The product was not returned to j&j medtech orthopaedics, however photos were provided for evaluation. Visual inspection of the returned photos found that the device is completely out of its packaging. The device is not fully seated in the tray. The red trigger is in its activated position and one of the plates is completely out of the needle. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such as handling of the device or product interaction during procedure, the device trigger could have been unintentionally pressed and consequently caused the plate to release. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unknown surgical procedure it was observed by the specialist that during the insertion of the truespan 12 degree peek device, the device came out of the peek before activating the gun. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.